Event description:
It was reported that the atrial lead exhibited oversensing which caused inadequate mode switching. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two portions. External insulation abrasions, exposing the outer coil were noted at 24.4 cm to 24.5 cm and 23.6 cm to 23.7 cm from the ring electrode and the inner coil was fractured at 19.5 cm from the ring electrode as a result of clavicular crush.